Event description:
It was reported that patient underwent a left hip arthroplasty in approximately 1990. Subsequently, patient dislocated and a closed reduction procedure was performed on (B)(6) 2015. The surgeon opted not to revise the patient due to her age.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.